Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture (loc). Technical services (ts) reviewed electrogram (egm) data from past events and observed distinct morphologies on the rate sense channels, depending on whether the lv or rv was active, as well as a second deflection in the lv channel that appear to be loc. The facility plans to bring the patient in for further evaluation. No adverse patient effects were reported. This lv lead remains in service.